Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane. The system operates as intended.

Event description:
The customer reported the system would intermittently display a communication error. No pt injury was reported.